Event description:
After successfully obtaining venous access using the introducer needle, physician attempted to thread the guidewire through the needle. The guidewire shreaded as it was threaded through the needle. A fragment from the guidewire remained in the pt in the subcutaneous tissue. Surgery was required to remove the fragment.